Manufacturer narrative:
During an internal review on (B)(6)2019, it was noted that ¿ manufacturer address street line 1¿ on the 3500a initial report needed correction. It was initially submitted as ¿(B)(4) ¿. The correct address is ¿(B)(4) ¿. Therefore, ¿ manufacturer address street line 1¿ has been re-populated. Manufacturer's ref # (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool® smart touch¿ electrophysiology catheter and it was reported that there was a deflection issue. The catheter was replaced, and the issue resolved. The procedure was completed successfully. There was no patient consequence. The device was inspected, and the peek housing was found kinked and ring 3 was found out of shape. Then a deflection test was performed and the catheter failed. A failure analysis was performed, and the catheter was observed under the x ray machine. The t bar was found slid down causing the improper deflection condition. Additionally, a scanning electron microscope (sem) testing was performed on the damaged area and the results showed electrode 4 lifted and with lack of polyurethane (pu) border due an external force. The ring was observed bent towards the inside. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the t bar slippage cannot be determined; however, an internal action was created to investigate this issue. The root cause of the damage on the electrode cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30067477m number, and no internal actions was found during the review. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool® smart touch¿ electrophysiology catheter and it was reported that there was a deflection issue. The catheter was replaced, and the issue resolved. The procedure was completed successfully. There was no patient consequence. The deflection issue was assessed as a not reportable event. The biosense webster, inc. Product analysis lab received the device for evaluation on january 8, 2019 and it was reported that the pebax sleeve was kinked and ring 3 is bent out. The issue of kink and bent ring in the pebax were assessed as not reportable. The biosense webster, inc. Product analysis lab completed additional testing on march 8, 2019. The scanning electron microscope (sem) analysis showed that electrode 4 was lifted and with lack of polyurethane (pu) border due an external force. The ring was observed to be bent towards the inside. It is possible that damage was caused by an unknown object. No other anomalies were observed. The biosense webster, inc. Product analysis lab analysis showed that the integrity of the catheter is compromised. Therefore, there is risk to the patient and has been assessed as reportable.